Event description:
It was reported that vns patient's system showed high impedance (dcdc 7) during a clinic visit. The battery status did not show near end of service. The review of the manufacturing records confirmed all tests passed for the lead prior to the distribution. Programming data was provided and this was reviewed. The review of this data indicated that the device was last programmed on that date to 16% duty cycle. The last parameters recorded were 2.5 ma/30hz/500's/30sec/3min and magnet mode was 2.75 ma/60sec/500's. No diagnostic data was provided. Parameters data also indicated that the stimulation ok. It was also reported that no intervention has been taken regarding this patient because the case is still waiting for physician's recommendation.